Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed the tubing broken off at the junction of the distal luer lock. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause of the broken tubing may be related to how the product was being handled by the customer during use or to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion tube of a small volume intermate 100 ml broke off at the wing screw/tube connection. This issue occurred prior to use during set up and preparation by a patient, who was very experienced in handling the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.